Manufacturer narrative:
Additional information has been updated, which was not included with the initial report. The correct information has been provided with this report. In addition, manufacturer report number 2032227-2015-71173 was created in error. Information provided under report number 2032227-2015-71173 has been included under manufacturer report number 2032227-2015-58618. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Nurse reported via phone call that the customer was hospitalized on (B)(6) 2015 with low blood glucose. Nurse stated that the customer mentioned that the insulin pump over delivered insulin and the motor is making a noise. Nurse did not have the information available and hung up. The customer called back the next day; customer explained that the insulin pump delivered all insulin in reservoir at once. Blood glucose value was in the 10 mg/dl range. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.